Event description:
It was reported that the patient with this pacemaker right ventricular (rv) lead presented with syncope and intermittent loss of capture on the rv channel. Technical services (ts) reviewed and confirmed intermittent loss of capture and a higher threshold. Ts suggested potential programming options, but the physician was planning on replacing the lead. Subsequently, the rv lead was capped and replaced. No additional adverse patient effects were reported.